Manufacturer narrative:
(B)(4). Actual suture/needle was returned for evaluation. There were several marks on the swage area and body and the tip of the needle appears to be by use of the surgical instruments. A fracture was observed at the tip of the needle. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure, indicates that the breakage occurred at the tip of the needle during use due to tensile overload.

Event description:
It was reported that prior to an unknown procedure, the suture was noticed to have a blunted tip. There were no patient consequences. Product was returned for evaluation.